Event description:
Caller reported aviva system blood glucose results of 222 mg/dl, 68 mg/dl and 93 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).